Event description:
Clinic notes were received which indicated that the patient's father called the physician's office and stated that the patient is having break through seizures. Per the note, it seems that the patient will have several one day and then go weeks without any activity. The patient's father wanted to know if he could increase the patient's medication and was advised an increased medication dosage amount. The date of this note is unknown. Notes dated (B)(6) 2013 indicate the patient had an increase in seizures and then increase felbamate. The patient's vns was checked and diagnostics indicated that the battery is near end of life. Notes dated (B)(6) 2013 indicate the patient had breakthrough seizures tuesday evening at 5pm that stopped at 6pm. The patient had a lot of facial twitching and fell down once. Otherwise, the patient has done well for months. Clinic notes dated (B)(6) 2013 additionally note the break through seizures, which occurred on (B)(6) 2013. The patient had a breakthrough seizure and fell down the stairs and broke arm. The patient will go for a few days to a week with no seizures, then usually in the morning will see eyes roll back and fall, with some facial twitching. The father noticed an increase in stuttering and stated that the patient is getting worse. Follow up with the physician found that upon interrogating the vns, it was seen to be near end of service. The physician believes the increase in seizures and lack of efficacy was due to the device nearing end of service. Since starting the vns, the patient's seizures have decreased. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event. No additional information was provided.

Event description:
Additional information was received stating that the vns patient¿s device showed an end of service condition during an office visit on (B)(6) 2014. The patient is not expected to undergo replacement surgery due to lack of efficacy.

Event description:
Clinic notes dated (B)(6) 2014 were received which indicated that the patient is having an increase in seizures, very frequent each day. The patient was referred for a battery replacement and the physician reported that the device has reached end of battery life. The patient underwent generator replacement on (B)(6) 2014. Attempts have been made for the return of the explanted generator but it has not been received to date.

Event description:
On (B)(6) 2015 the explanted generator was received for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Product analysis was completed on the generator on 02/17/2015. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the expected low battery voltage. The battery, 2.564 volts, shows a neos=yes condition. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 2.607 volts. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. No anomalies exist and the end-of-service (eos) condition is an expected event. There were no performance or any other type of adverse conditions found with the pulse generator.